Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from site due to which hyperglycemia occurs. High blood glucose level was 433 mg/dl. Patient replace infusion set and resume insulin. No further information was available.